Manufacturer narrative:
Model number: 72404155, lot number: 1000026351, model description: reservoir 65 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was revised in order to shorten the tubing. It was further reported that the location of the tubing that needed to be shorted was penoscrotal. The patient did not have any symptoms or complications in relation to this event and he was doing good following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.